Manufacturer narrative:
The reported field event of premature depletion was confirmed. The cause of the early depletion was due to high current draw from the device. Testing of the device revealed the cause of the high current to be an electrical component failure in the integrated circuit.

Event description:
During remote follow-up, the device was at eri. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable following the procedure.